Manufacturer narrative:
Results of investigation: the 2012 study of van loon et. Al. [1] reports " highly cross-linked versus conventional polyethylene inserts in total hip arthroplasty, a five-year roentgen stereophotogrammetric analysis randomised controlled trial ". It was reported that 2 patients who underwent a primary thr implantation with a ep-fit cup (smith and nephew), titanium uncemented sl-plus stem (smith and nephew), ceramic head biolox (smith and nephew) and either a hxlpe rexpol liner (smith and nephew) or standard pe liner (smith and nephew), experienced an adverse event which required medical intervention. As this is a literature complaint, the devices used in treatment, were not returned for investigation. The part and the batch number are not known. Therefore, it is not possible to investigate whether the reported device met manufacturing specification upon release for distribution. As no device was received for investigation, a visual inspection could not be performed. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Review of past corrective actions was performed. No further escalation is required. The IFU (lit. No. 12.23 ed 03/21 & 07/10) lists several possible adverse effects resulting from a hip arthroplasty. A medical investigation was conducted. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. Based on the conducted investigation the failure mode and the relationship between the device and the reported event cannot be confirmed. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. No probable cause can be determined. To date, no further actions will be taken. Should additional information become available, this complaint will be reassessed. Smith and nephew will monitor the devices for further similar issues. [1] van loon j, hoornenborg d, sierevelt I, opdam kt, kerkhoffs gm, haverkamp d. Highly cross-linked versus conventional polyethylene inserts in total hip arthroplasty, a five-year roentgen stereophotogrammetric analysis randomised controlled trial. World j orthop 2020; 11(10): 442-452.

Manufacturer narrative:
Internal complaint reference: case (B)(4). Van loon, j., hoornenborg, d., sierevelt, I., opdam, k. T., kerkhoffs, g. M., & haverkamp, d. (2020). Highly cross-linked versus conventional polyethylene inserts in total hip arthroplasty, a five-year roentgen stereophotogrammetric analysis randomised controlled trial. World journal of orthopedics, 11(10), 442. Doi: 10.5312/wjo.v11.i10.442.

Event description:
It was reported that on literature review ""highly cross-linked versus conventional polyethylene inserts in total hip arthroplasty, a five-year roentgen stereophotogrammetric analysis randomised controlled trial"", 2 patients who underwent a primary thr implantation with a ep-fit cup (smith and nephew), titanium uncemented sl-plus stem (smith and nephew), ceramic head biolox (smith and nephew) and either a hxlpe rexpol liner (smith and nephew) or standard pe liner (smith and nephew), experienced an adverse event which required medical intervention. 1 patient required the removal of the prosthesis due to an unspecified infection. No details were provided on the identity of the devices explanted. In addition, 1 patient experienced a perioperative fracture, but further details on the actions taken to solve this incident were not provided. The outcome of the patients is unknown. No further information is available.